Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Decreasing effluent pressure was noted during a routine hemodialysis treatment. A fluid bolus performed confirmed clotting of the filter. Partial rinseback was completed, resulting in an estimated blood loss of 40cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator ending rinseback prior to completion due to clotting of the filter. The user's guide warns that the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review the event with the operator. Nxstage medical considers this report closed. No additional information will be provided.